Manufacturer narrative:
Service representatives replaced front panel. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the dpm 6/7 monitor's mpm monitor, which may have resulted in a loss of ECG monitoring. No pt injury was reported.